Manufacturer narrative:
Device received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to a64 alarm. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had received motor arm failed self-test. Customer's blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer able to complete rewind. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and refer to back-up plan. Insulin pump will be returned for analysis.